Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. A review of the black box indicated that an occlusion alarm occurred on (B)(6) 2011 at 3:07 am, and basal delivery was resumed the same day at 7:03 am after the alarm was confirmed. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter stated that the patient awoke on (B)(6) 2011 with blood glucose (bg) of 376 mg/dl with ketones. There were no other reported signs or symptoms of hyperglycemia. The patient reportedly administered a correction for the elevated bg. The reporter noted that an occlusion alarm occurred during the night, and the patient slept through the alarm and therefore the alarm went unconfirmed. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.